Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and the caller requested information regarding a programming change. The right ventricular (rv) lead exhibited high thresholds. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.